Event description:
Account receiving erratic pt recovery for multiple pt samples. Only the following pt example was provided. Initial creatinine gave 3.4 mg/dl; repeat gave 0.9 mg/dl. The field svc rep was unable to investigate, as the instrument was removed from the lab and is no longer in use.